Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood pressure. The customer's wife is reporting a past event. The hospital gave him medication that made his blood glucose level go up. The customer was treated with insulin during hospitalization. Now that the customer is home, he was experiencing a blood glucose of 416 mg/dl at the time of call. The insulin pump will not be returned for analysis.